Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this boxed device had no telemetry. The device intermittently went into a reset loop consistent with a radiofrequency (rf) crystal start-up issue. An antenna was hooked up to a spectrum analyzer found no rf wake-ups were occurring. Direct probing of the rf crystal found that voltage was present but no oscillation of the crystal. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit. The rf wake-up period is specifically dependent on the timely startup of a crystal oscillator. Oscillators (i.e., quartz crystal clocks) are utilized in the s-ICD's hardware to ensure accuracy and stability of timing functions. Boston scientific's investigation determined that the crystal oscillator within the rf circuit can be slow to start up if there is a high impedance within the crystal. This component malfunction can be intermittent and can be affected by temperature. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period, and can result in an inability to successfully interrogate the device. In rare instances, such as this case, the start up issues can result in repeating resets draining the battery and preventing normal operation of the sicd. Although the s-ICD was able to be successfully interrogated in the laboratory setting, the varying and intermittent timing delays observed during testing likely caused or contributed to the inability to establish telemetry while implanted. A mitigation was implemented with the release of the emblem family in 2015. The circuitry around the crystal was modified to accommodate higher impedances within the crystal. In addition, the crystal supplier recently implemented an additional test screen to the end of the manufacturing process to eliminate crystals that are susceptible to impedance instability.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during pre-implant testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated with two different programmers and two different wands. Boston scientific technical services (ts) recommended performing a 60/60 magnet reset. Attempts to obtain additional information were unsuccessful.